Event description:
It was reported that when an asymptomatic patient presented to the operating room for surgery unrelated to the lead, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.